Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: just for clarification, when the "cut line was incomplete" can you describe the length of the cut line (1/10th, 1/2, etc.)? Unknown. You have also stated that "no staples were delivered", however, were staples seen in the surgical field? No. If yes, what was the staple formation (unformed, malformed, etc.)?

Event description:
It was reported that during a distal subtotal gastrectomy procedure, after fired, cut line was incomplete and no staples. Another reload was used to complete the procedure. There is no report on the patient's injury.

Manufacturer narrative:
(B)(4). Batch # n54t85 the analysis results showed that one ecr60b reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.